Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was being treated for her high blood glucose level. Customer's blood glucose level was 600 mg/dl. The act button was not working. The device was not returned.